Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately according to its performance specifications. A series of electrical tests were also performed, and again, normal device function was observed. A review of the device memory confirmed the ventricular lead impedance was unstable and fluctuated 200 ohms over a period of two weeks. No oversensing or pacing inhibition was observed during analysis. Laboratory testing concluded this device functioned as designed.

Manufacturer narrative:
There is no further information available at this time. Should additional information become available, this report would be updated.

Manufacturer narrative:
The device is currently in analysis. When testing is complete, this report will be updated.

Event description:
The device has since been explanted for normal battery depletion and returned.

Event description:
Boston scientific received information that this device was exhibiting ventricular noise which caused oversensing and pacing inhibition for 4-5 seconds. Noise could not be recreated with testing. It was noted that the patient had fallen down the week before and cut her head. A chest x-ray was taken and revealed the right ventricular lead had dislodged. It was suspected that the lead dislodged when the patient fell. A lead revision was scheduled.

Event description:
--